Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, at interrogation of an alizea pacemaker during implantation with smarttouch tablet and cpr4 programming head the programmer indicates the beginning of bluetooth connection with a beep. In the following a message is displayed: "recovery of the connection in progress" even after 30 seconds the wireless connection was not established. Interrogation was finished by inductive telemetry. The subjected pacemaker was implanted. After implantation the pacemaker was interrogated again and again no bluethooth connection was possible. To verify the proper function of the tablet another pacemaker was interrogated. The bluetooth connection worked without any issues. After this step a third interrogation of the subjected pacemaker was performed, but with the same result as before. Also connection to a home monitor was not successful. As reported on 02 march 2023, the patient went to the hospital since he felt unwell. Interrogation of the device revealed two episodes with pauses above 2 seconds in safer mode (aai-ddd)